Manufacturer narrative:
The device was returned to zoll medical corporation; however, the original front panel membrane was not returned at this time with the device to be evaluated. The front panel membrane was replaced at the customer facility. Root cause was not able to be established. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.